Event description:
Implants were placed on (B)(6) 2021. Abutments were placed on (B)(6) 2021 and implant #9 was loose. Implant #9 was removed at that time. The actual hazard condition is non-integration.